Event description:
User facility medwatch # (B)(4) reported that the surgeon was using plastic insert and a piece broke off while he was using the mallet to impact it into the acetabulur cup. All pieces were retrieved and removed from patient.

Manufacturer narrative:
An event regarding a fractured specialty liner trial was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed because the device was not returned. -medical records received and evaluation: not performed because not medical records were provided for review. -device history review: all devices accepted into final stock met specification. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review.

Event description:
(B)(4) reported that the surgeon was using plastic insert and a piece broke off while he was using the mallet to impact it into the acetabular cup. All pieces were retrieved and removed from patient.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.